Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿321 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated she manages her diabetes with a combination of humalog insulin (self-adjusted on a sliding scale) and lantus insulin (30 units twice daily). The patient denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that around 5:00 pm on (B)(6) 2017, after the alleged issue started, she developed symptoms of ¿sweats, chills and shakes¿; symptoms she associated with low blood glucose. In response to the symptoms, the patient claimed she drank berry juice. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.